Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed for low readings.

Event description:
Customer reported via phone call to have had problems with sensor. Customer reported that sensor was stating that blood glucose was low when blood glucose was 400 mg/dl. Customer was advised that sensor may have malfunctioned and that it would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.